Event description:
The halogen light source was a loaner device that was returned. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the lamp was not glowing due to a loose thermal switch. After fixing the thermal switch, the lamp and other functions worked well. The report is being submitted due to the lamp not glowing found during evaluation.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to loosening of the thermal switch. However, since the phenomenon was not returned to the legal manufacturer, it was not possible to further identify the root cause since the detailed status and indication phenomenon of the actual product was unable to be confirmed. Olympus will continue to monitor field performance for this device.